Manufacturer narrative:
A biomérieux investigation was initiated due to a (B)(6) on ast-p580 card, which lead to a non-detection of (B)(6) strain. Testing was performed for three (3) strains submitted by the customer. (B)(4): confirmed a (B)(6) for the three strains (s1, s2, s3). Agar dilution (ad), the reference method used for the development of oxacillin (ox101n): (B)(6). Disk diffusion, the reference method used for (B)(4). Vitek 2 ast-gp71 (customer lot 3603984100 and random lot 360392710): s1 - (B)(6) with therapeutic corrective in favor of (B)(6). The investigation did not duplicate the customer results with regards to strains 1 & 3. Strain 2 exhibits atypical growth behavior. The investigation concluded the ast-p580 test kit is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible oxacillin results in association with the vitek® 2 ast-p580 test kit while testing a staphylococcus aureus isolate. Alternate methods of testing performed by the customer included (B)(6) pbp2 latex (alere) positive, meca/c gen pcr (bd) positive, (B)(6) select agar (biorad) positive. The alternate methods are in favor of (B)(6) phenotype. The customer indicates a delay in reporting of >24 hours due to the confirmatory testing. The discrepant vitek® 2 ast-p580 test result was not reported to the physician and therefore had no impact on patient treatment decisions. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation has been initiated.